Manufacturer narrative:
Other applicable components are: product ID: 3487a-45, lot# v106112, product type: lead; product ID: 3487a-45, lot# v031037, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient had quite a lot of falls in 2015. The patient reported that their ins has not worked since 2015, and the last time they saw their doctor, an x-ray was taken, and it showed that the leads weren¿t connected. The patient stated that the leads ¿were cut.¿ no further complications are anticipated.